Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed. The customer reported the item was broken. The repair technician reported the tip was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. A product development investigation was performed. The service and repair department documented the tip of the depth gauge for 2.7mm and small screws broke in half during a procedure on an unknown date. The tip broke into 2 pieces and no additional fragments were observed. The returned depth gauge has a broken measuring hook. The measuring hook is broken at the threads which connect to the slider. A portion of the threaded section of the measuring hook remains in the slider, but does not protrude from the slider. The measuring hook is otherwise in good condition. The returned slider, guide sleeve, knurled cap and headpiece are in good condition with some surface wear which does not impact functionality. A DHR review was unable to be performed as the lot number of the device is unknown. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed. The complaint condition is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. The sleeve and headpiece, which slide on the calibrated portion, add additional protection to the needle attachment point during use. Thus, it is likely that the issue occurred while being disassembled for sterilization. However, given the unknown conditions at the time of the breakage the root cause could not be definitively determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. (B)(4). Device is an instrument and is not implanted / explanted. No service history review can be performed because the lot is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented on an unknown date, the tip of the depth gauge for 2.7mm and small screws broke in half during a procedure while measuring a hole in the bone. The tip broke into two (2) pieces and no additional fragments were observed. The surgery was completed successfully with a similar device. There was no surgical delay and no harm to the patient. This report is for one (1) depth gauge. This is report 1 of 1 for com-(B)(4).